Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: pt sustained injury associated with defective product, the bard composix mesh. As a result of having the patch implanted in pt, pt suffered disabling pain and required surgical intervention. Pt suffered and will continue to suffer injury, disability.